Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer&#38112;representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery. It was reported that the patient went to turn stimulator on and it would not turn on. It was also noted that they had not used their device in approximately 5-6 months. A physician recharge mode was completed 3 times without success so the battery will be changed out at some point. There was no patient symptom reported and a surgical intervention was planned.